Event description:
On (B)(6) 2009, stryker biotech learned of a report in the literature (management of pelvic instability secondary to chronic pyogenic sacroiliitis: case report, nikolaos k kanakaris et al, surgical infections, vol 10, no. 4, 2009) involving a female patient who experienced 'minor complications in wound healing' after receiving bmp-7 and autologous bone as part of a procedure to repair a damaged right sacroiliac joint. The patient, a 26 (B)(6) female with a history of intravenous drug use, was admitted to the hospital on an unknown date with pelvic pain and was subsequently diagnosed with chronic destructive pyogenic sacroiliitis and gross pelvic instability. Neurologic examination of her lower extremities and bladder and bowel were normal; blood cultures and screens for immunodeficiency syndromes were negative. However, the patient was unable to walk independently and was on a pain management regiment which included opioids (nos). The patient had also been a heavy smoker for the previous 11 years. An anteroposterior radiograph of the patient's pelvis taken upon her initial assessment revealed 'significant destruction' of the right sacroiliac (si) joint accompanied by pelvic instability. The patient subsequently underwent six surgical debridements over a 27 day period to remove scar tissue and infected tissue from her pelvis. Over the course of the six debridements, (B)(6) were isolated from the debrided tissue. The patient was placed on a regimen of antibiotics which included fluclox, vanc in conjunction with cefurox, fluclox in conjunction with cipro, fluclox and ceftaz in conjunction with penv, and fluclox (oral). In a separate procedure approximately one month later, the patient's pelvis was stabilized using a tricortical iliac crest autograft with a double 3.5 reconstruction plate fixation. Cortico-cancellous autograft combined with bmp-7 was applied to the defect site in the pelvis and stabilized with a pair of cannulated 7.3 iliosacral screws at the first and second sacral vertebra. The patient remained hospitalized following the procedure during which time she experienced minor complications in wound healing (not otherwise specified) which did not require surgical intervention. She was discharged 34 days postoperatively. Union of the patient's symphysis pubis was observed radiographically during a follow up visit in the fifth postoperative month, at which time the patient reported that she was pain free 'for most of her daily activities'. Thirteen months postoperatively, the patient was able to walk freely with no aids, and (B)(6) and pelvic posterior thrust tests were negative. Additional information will be requested.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer, with the hcv, hiv combo, cea and hepatitis b surface antigen assays. The customer performed troubleshooting procedures and performed analyzer checks and was asked to change the trigger level sensor and if the issue persisted, to change the lot of reaction vessels (rv's). The issue was not resolved with the new lot of rv's, therefore a replacement lot of rv's was sent to the customer. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.